Event description:
Correction: the correct serial number is (B)(6); not (B)(6) as previously reported. This report is submitted on june 30, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the device. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.